Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, "accucath training guidewire and catheter threaded but the nurse hit the safety button the button locked and would not safety the needle leaving the needle out and exposed. Inserted in right arm, patient was not affected by this. On the spine/ortho floor. Occurred after placement." No other information was provided.